Manufacturer narrative:
This report is submitted on june 1, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss.